Event description:
It was reported via medwatch # mw5150065 that a foreign material was present on the device. An expo diagnostic catheter was selected for use. During the procedure, it was noted that the catheter was not allowing the wire to pass through and there was a piece of plastic on the wire when removed from the package. No patient complications reported.